Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report air bubbles in the reservoir that has been occuring for approximately 1 month. The customer has had to change out the reservoir every other day. Customer also mentioned seeing bent cannulas when she removed the infusion sets. Customer was at work and declined troubleshooting. Advised to call back when the issue is occurring so troubleshooting can be performed. Customer mentioned cracks on top of the reservoir and battery compartment. The damage occured when the customer was at work as a nurse and bumped into bed rails. Advised that the insulin pump will be replaced. Nothing further reported.